Event description:
The customer received a blood glucose reading of 345mg/dl on the contour next link, retested on a different meter, and the reading was 145mg/dl. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse event was alleged. The customer was advised to return the strips for evaluation. Replacement test strips were sent to the customer.